Event description:
It was reported in an article in the journal of neuroimaging that a patient suffered acute in-stent thrombosis following deployment of a stent placed to resolve recoil of the left middle cerebral artery (mca). Several attempts to recanalize the mca failed including balloon angioplasty. Immediately following balloon angioplasty the patient became stuporous and angiography revealed contrast leakage into the subarachnoid space owing to a rupture of the left mca. The vessel was temporarily occluded using the balloon catheter and intravenous protamine sulfate was administered. The next day, the patient had no neurologic deficits and follow-up brain CT angiogram showed a patent mca with minimal subarachnoid hemorrhage. Ten days after procedure; however, follow-up angiography revealed an inferiorly growing intracranial pseudoaneurysm (ipa) of the left mca. Two non-boston scientific stents were placed overlapping the left mca and delayed angiography showed contrast stagnation within pseudoaneurysm sac and good patency of the left mca. Twenty hours after stenting, the patient suddenly developed motor aphasia and right side weakness. Angiography revealed acute in-stent thrombosis within the stents implanted to treat the pseudoaneurysm. Tirofiban (1 mg) was infused intraarterially for 10 minutes and the occluded segment of the left mca was successfully recanalized. The patient was discharged 10 days after the second procedure with no neurological or clinical consequence.

Manufacturer narrative:
The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stent thrombosis is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in an article in the journal of neuroimaging that a patient suffered acute in-stent thrombosis following deployment of a stent placed to resolve recoil of the left middle cerebral artery (mca). Several attempts to recanalize the mca failed including balloon angioplasty. Immediately following balloon angioplasty the patient became stuporous and angiography revealed contrast leakage into the subarachnoid space owing to a rupture of the left mca. The vessel was temporarily occluded using the balloon catheter and intravenous protamine sulfate was administered. The next day, the patient had no neurologic deficits and follow-up brain CT angiogram showed a patent mca with minimal subarachnoid hemorrhage. Ten days after procedure however, follow-up angiography revealed an inferiorly growing intracranial pseudoaneurysm (ipa) of the left mca. Two non-boston scientific stents were placed overlapping the left mca and delayed angiography showed contrast stagnation within pseudoaneurysm sac and good patency of the left mca. Twenty hours after stenting, the patient suddenly developed motor aphasia and right side weakness. Angiography revealed acute in-stent thrombosis within the stents implanted to treat the pseudoaneurysm. Tirofiban (1 mg) was infused intraarterially for 10 minutes and the occluded segment of the left mca was successfully recanalized. The patient was discharged 10 days after the second procedure with no neurological or clinical consequence.